Manufacturer narrative:
Device evaluation: one device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection confirmed the customer reported issue. The probable cause was due to the damaged alternating current connector port and printer wire assembly board flex. Additionally, it was found that the downstream occlusion (dso) seal was detached. The dso seal was replaced, along with the current connector and printer wire assembly board flex.

Event description:
It was reported that the device's power receptacle was loose, causing the ac power to not engage. The device was returned, and a detached downstream occlusion seal was detected. There was no patient involvement.